Event description:
The clinician reports the implant was inserted (B)(6) 2010 in fdi 46 of the patient's mouth. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding and increased sensitivity. No further patient complications were reported.